Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. However, the returned device indicated a loos e/detached set screw.

Event description:
It was reported that during the implant attempt, the physician was unable to tighten down the atrial setscrew due to the wrench not "clicking" into place. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, the physician was unable to tighten down the atrial setscrew due to the wrench not "clicking" into place. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.